Event description:
A malfunction was reported, and the displayed error was identified as code 12 ¿ 0x2071. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted with resetting the pump by technical support. The issue did not recur after the reset.